Event description:
Medtronic received information that during the implant of this mechanical valve, the valve was sized appropriately and once implanted, there was pressure on the coronary artery. The valve was replaced with a non-mdt valve. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and analysis results are pending. Upon completion of analysis, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
To date, the device has not been returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The initial report incorrectly listed the device serial number as a lot number. The initial report also indicated the device had been returned for analysis; however, it subsequently was determined that the returned device is not the product listed in this report. Additional information also was received that clarified/confirmed that the device was completely occluding the artery at the time of implant, and that the initial reporter is a physician.